Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a software anomaly. The device was tested on the bench and no anomalies were noted. The cause of the software anomaly remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure, the device was found in backup vvi mode. The device was not used. No further information is available.